Manufacturer narrative:
This spontaneous case was reported by a physician and describes the occurrence of device breakage ("just when the device was being inserted into the uterine tube a plastic piece remained in the tube") and complication of device insertion ("just when the device was being inserted into the uterine tube a plastic piece remained in the tube") in a female patient who had essure inserted for female sterilization. Other product or product use issues identified: device difficult to use "the plastic part was difficult to remove from the patient". On an unknown date, the patient had essure inserted. On an unknown date, the patient experienced device breakage and complication of device insertion. At the time of the report, the device breakage and complication of device insertion outcome was unknown. The reporter provided no causality assessment for complication of device insertion and device breakage with essure. The list of device similar incidents contains essure reports received by bayer and older cases received by conceptus coded with the same meddra preferred term. In this particular case a search in the database was performed on 24-aug-2017 for the following meddra preferred term: device breakage. The analysis in the global safety database revealed 1.694 cases. Bayer is closely monitoring the benefit-risk profile of essure. A recent cumulative review of all available data on essure has not yielded any new safety signal with regard to this meddra pt. Most recent follow-up information incorporated above includes: on 23-aug-2017: despite multiple attempts to obtain further information, none received. Incident: no lot number or sample available for investigation. There is no evidence that a device-related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.

Manufacturer narrative:
On march 3, 2017, bayer received a cluster of essure complaint reports originating from the ansm, health authority of (B)(4), device vigilance database via legal proceedings. Following receipt, bayer consulted ansm in order to obtain the relevant case reference number information. On march 24, 2017, ansm provided the available corresponding case reference numbers to bayer. Upon receipt of this information bayer evaluated and processed the cluster of essure reports within the global safety database by april 12, 2017.

Manufacturer narrative:
This spontaneous case was reported by a physician and describes the occurrence of device breakage ("just when the device was being inserted into the uterine tube a plastic piece remained in the tube") and complication of device insertion ("just when the device was being inserted into the uterine tube a plastic piece remained in the tube") in a female patient who had essure (batch no. 50704664) inserted for female sterilization. Other product or product use issues identified: device difficult to use "the plastic part was difficult to remove from the patient". On an unknown date, the patient had essure inserted. On an unknown date, the patient experienced device breakage and complication of device insertion. At the time of the report, the device breakage and complication of device insertion outcome was unknown. The reporter provided no causality assessment for complication of device insertion and device breakage with essure. The list of similar cases contains essure reports received by bayer and older cases received by conceptus with similar events coded in meddra. In this particular case a search in the database was performed on 13-oct-2017 for the following meddra preferred term: device breakage. The analysis in the global safety database revealed 1.803 cases. Bayer is closely monitoring the benefit-risk profile of essure. A recent cumulative review of all available data on essure has not yielded any new safety signal with regard to this meddra pt. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 12-oct-2017: quality-safety evaluation, entry of FDA codes, expiration date, MFR date and addition of ptc global number reference: unable to confirm complaint. Incident at the time of reporting, there is no evidence that a device-related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.

Event description:
This spontaneous case was reported by a physician and describes the occurrence of device breakage ("just when the device was being inserted into the uterine tube a plastic piece remained in the tube"), complication of device insertion ("just when the device was being inserted into the uterine tube a plastic piece remained in the tube") and device difficult to use ("the plastic part was difficult to remove from the patient") in a female patient who received essure for female sterilization. On an unknown date, the patient started essure. On an unknown date, the patient experienced device breakage, complication of device insertion and device difficult to use. At the time of the report, the device breakage, complication of device insertion and device difficult to use outcome was unknown. The reporter provided no causality assessment for device breakage, complication of device insertion and device difficult to use with essure. Company causality comment: this spontaneous medically confirmed case report refers to a female patient who had essure (fallopian tube occlusion insert) inserted and just when the device was being inserted into the uterine tube a plastic piece remained in the tube. This event, interpreted as device breakage, is anticipated in the reference safety information for essure. In the present case the device breakage occurred during essure placement procedure, therefore causality with essure cannot be excluded. Although there was no reported death or serious health deterioration, this might have occurred under less fortunate circumstances and therefore case was regarded as a reportable incident. A product technical analysis and further information are expected.